Event description:
It was reported that the customer received a failed battery test every time he would replace the battery. Customer's blood glucose was 111 mg/dl. Troubleshooting was performed. No relevant damage or corrosion was found. Following advice to insert a new battery, the customer then received another failed battery test. The customer was advised to revert to a back-up plan. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with normal operating currents. The device was monitored for several days and no failed battery test alarms occurred during testing. The device had cracked reservoir tube lip, minor scratched lcd window, and scratched reservoir tube window.